Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose went up and stayed at over 600 mg/dl all day. Her blood glucose level was 600 mg/dl into the next as well and her husband took her to the hospital. The customer was hospitalized on (B)(6) 2015. The needle on the infusion set was bent. The customer also had a heart attack. The customer was wearing her insulin pump at the time of hospitalization. The customer recently experienced a high blood glucose level of over 500 mg/dl. She removed the infusion set and it was bent. She treated her blood glucose level by changing the infusion set and administered manual injections. The device was not returned.